Manufacturer narrative:
This report is related to MDR # 3004939290-2023-02953 1. As reported, when using a 6/7f mynx control vascular closure device (vcd), the patient had a "high-stick" femoral access on angiography. The vcd was unsuccessful on closure and there was a retroperitoneal bleed. The patient passed away due to the retroperitoneal bleed. The device was used in an interventional peripheral procedure using a retrograde approach. The vcd was used with a 5f 11cm brite tip sheath. Prior to the patient expiring, the patient became hypotensive in recovery. The patient was placed in a trendelenburg position, and intravenous fluids were opened up. A procedural sheath greater than 7f was not used in this procedure. Additional procedural details were requested but not provided. 209993-2 the product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿ retroperitoneal bleed¿ could not be confirmed as the products were not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the information provided it is impossible to determine what factors may have contributed to the reported events. According to the instructions for use which is not intended as a mitigation of risk, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ neither the phr review nor the information provided suggests that the reported event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, when using a 6/7f mynx control vascular closure device (vcd), the patient had a "high-stick" femoral access on angiography. The vcd was unsuccessful on closure and there was a retroperitoneal bleed. The patient passed away due to the retroperitoneal bleed. The device was used in an interventional peripheral procedure using a retrograde approach. The vcd was used with a 5f 11cm brite tip sheath. Prior to the patient expiring, the patient became hypotensive in recovery. The patient was placed in a trendelenburg position, and intravenous fluids were opened up. A procedural sheath greater than 7f was not used in this procedure. Additional procedural details were requested but not provided. The device is not available for evaluation.